Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 electricity could not be passed while using the vasoview, making it impossible to cauterize blood vessels. The device passed the pre-cautery test at first, but did not get hot from the middle of the test. A new device was used, and the operation was completed without any problems, and there were no issues for the patient. There was no delay.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The lot # 3000337537 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.